Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic coronary angiogram procedure using a 6f sheath. Reportedly, after suture deployment, the foot of the device was closed completely and the device was being retracted but met resistance when it got to the point that the guide wire exit port was visible. The device was pulled harder and was able to be removed. No tissue or vessel damage occurred and no portion of the device separated. The suture of the prostyle did not achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.